Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: uterus / perforation (uterus)") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity (not recovered prior to essure). On(B)(6)2017, surgical pathological report: gross description: the right fimbriated fallopian tube has an approximate length of 5.3 cm and a diameter that ranges from 0.3 to 0.6 cm. The external surface is purple-gray and diffusely roughened. Sectioning reveals an indwelling metallic coiled device having an approximate length of 2.2 cm and a diameter of 0.1 cm. This device appears intact. There is no identifying description present. Further sectioning reveals a thin-walled, clear fluid-filled paratubal cyst approximately 1.5 cm in greatest dimension. This cyst has a smooth lining with no obvious excrescences identified.on (B)(6)2017, surgical pathological report: gross description: the right fimbriated fallopian tube has an approximate length of 5.3 cm and a diameter that ranges from 0.3 to 0.6 cm. The external surface is purple-gray and diffusely roughened. Sectioning reveals an indwelling metallic coiled device having an approximate length of 2.2 cm and a diameter of 0.1 cm. This device appears intact. There is no identifying description present. Further sectioning reveals a thin-walled, clear fluid-filled paratubal cyst approximately 1.5 cm in greatest dimension. This cyst has a smooth lining with no obvious excrescences identified. Essure confirmation tes: total bilateral occlusion. As per reporter, the healthcare provider "said that both of my tubes had been blocked by the springs and it was successful.". Concurrent conditions included keloid scar, thyroid nodule, bronchitis, rash, anxiety, gerd, tension headache, myocardial infarction, menorrhagia, asthma, drug abuse, tobacco abuse, anxiety, upper respiratory infection, leukocytosis (chronic), lumbago, hip dislocation, panic attacks and tension headaches. Concomitant products included azithromycin for sinus infection as well as cefixime (flexeril) since (B)(6) and salbutamol since (B)(6). On(B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced allergy to metals ("nickel allergy"). In (B)(6)2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6)2010, the patient experienced pelvic pain ("pain / pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). In (B)(6)2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2011, the patient experienced migraine ("migraines / headaches"), tooth disorder ("dental problems"), vision blurred ("vision/eye problems-typeblurry vision"), fatigue ("fatigue"), alopecia ("hair loss"), rash ("rashes or skin conditions- type") and headache ("headaches/migraine") and was found to have weight increased ("weight gain/loss(specify which one) weight gain"). On (B)(6)2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 8 years 5 months after insertion of essure. On an unknown date, the patient experienced mood swings ("mood swings"), dry skin ("patches of dry skin and little fluid filled bumps that randomly appear"), blister ("patches of dry skin and little fluid filled bumps that randomly appear"), inflammation ("full body inflammation"), abdominal pain lower ("lower abdomen pain") and perineal pain ("perineal pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, mood swings, dry skin, blister, migraine, tooth disorder, dysmenorrhoea, dyspareunia, allergy to metals, vaginal discharge, fatigue, weight increased, abdominal pain lower, vaginal haemorrhage, menorrhagia, rash, headache, abdominal pain and perineal pain outcome was unknown, the pelvic pain had resolved and the vision blurred, alopecia and inflammation was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, blister, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, inflammation, menorrhagia, migraine, mood swings, pelvic pain, perineal pain, rash, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: insertion detail: eight coils were visualized on the outside. * current weight 222 lbs. Approximate weight at the time of essure placement 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6)2010: results: perforation (uterus) right essure coil seen in right side of myometrium of uterus, left essure is seen primarily in tube. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Most recent follow-up information incorporated above includes: on (B)(6)2019: new pfs received. New events added- abdominal pain, perineal pain. Concomitant conditions and drugs added. Lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: uterus / perforation (uterus)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity (not recovered prior to essure). In april 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pelvic pain"), mood swings ("mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dry skin ("patches of dry skin and little fluid filled bumps that randomly appear"), blister ("patches of dry skin and little fluid filled bumps that randomly appear"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), vision blurred ("blurry vision"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), weight increased ("weight gain"), inflammation ("full body inflammation") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, mood swings, dry skin, blister, migraine, tooth disorder, dysmenorrhoea, dyspareunia, allergy to metals, vaginal discharge, fatigue and abdominal pain lower outcome was unknown, the pelvic pain had resolved and the vision blurred, alopecia and inflammation was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, blister, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, inflammation, migraine, mood swings, pelvic pain, tooth disorder, uterine perforation, vaginal discharge, vision blurred and weight increased to be related to essure. Diagnostic results: current weight 222 lbs. Approximate weight at the time of essure placement 180 lbs. Essure confirmation test(s): total bilateral occlusion as per reporter, the healthcare provider "said that both of my tubes had been blocked by the springs and it was successful." Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Added new reporters. Added patient's date of birth and height. Updated essure's therapy dates and added indication. Added relevant tests and historical condition. Added events mood swings, female sexual dysfunction, dry skin, blister , migraine, tooth disorder, dysmenorrhoea, dyspareunia, allergy to metals, vision blurred, vaginal discharge, fatigue, alopecia,weight increased, inflammation , abdominal pain lower, and uterine perforation. Updated outcome for pelvic pain and device removal surgical treatment. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterus / perforation (uterus)/ my right coil isn't in my tube anymore its in my uterus') and genital haemorrhage ('bleeding/ long periods of bleeding') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity (not recovered prior to essure). On (B)(6) 2017, surgical pathological report: gross description: the right fimbriated fallopian tube has an approximate length of 5.3 cm and a diameter that ranges from 0.3 to 0.6 cm. The external surface is purple-gray and diffusely roughened. Sectioning reveals an indwelling metallic coiled device having an approximate length of 2.2 cm and a diameter of 0.1 cm. This device appears intact. There is no identifying description present. Further sectioning reveals a thin-walled, clear fluid-filled paratubal cyst approximately 1.5 cm in greatest dimension. This cyst has a smooth lining with no obvious excrescences identified.on (B)(6) 2017, surgical pathological report: gross description: the right fimbriated fallopian tube has an approximate length of 5.3 cm and a diameter that ranges from 0.3 to 0.6 cm. The external surface is purple-gray and diffusely roughened. Sectioning reveals an indwelling metallic coiled device having an approximate length of 2.2 cm and a diameter of 0.1 cm. This device appears intact. There is no identifying description present. Further sectioning reveals a thin-walled, clear fluid-filled paratubal cyst approximately 1.5 cm in greatest dimension. This cyst has a smooth lining with no obvious excrescences identified. Essure confirmation tes: total bilateral occlusion. As per reporter, the healthcare provider "said that both of my tubes had been blocked by the springs and it was successful.". Concurrent conditions included keloid scar, thyroid nodule, bronchitis, rash, anxiety, gerd, tension headache, myocardial infarction, menorrhagia, asthma, drug abuse, tobacco abuse, anxiety, upper respiratory infection, leukocytosis (chronic), lumbago, hip dislocation, panic attacks and tension headaches. Concomitant products included azithromycin for sinus infection as well as cefixime (flexeril) since 2016, medroxyprogesterone acetate (provera) (B)(6) 2009 to (B)(6) 2009, progesterone (progestin) (B)(6) 2009 to (B)(6) 2009 and salbutamol since 1992. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy") with infection. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced pelvic pain ("pain / pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced mood swings ("mood swings"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), vision blurred ("vision/eye problems-typeblurry vision"), fatigue ("fatigue"), alopecia ("hair loss"), rash ("rashes or skin conditions- type") and headache ("headaches/migraine") and was found to have weight increased ("weight gain/loss(specify which one) weight gain"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 9 years 5 months after insertion of essure. On an unknown date, the patient experienced dry skin ("patches of dry skin and little fluid filled bumps that randomly appear"), blister ("patches of dry skin and little fluid filled bumps that randomly appear"), inflammation ("full body inflammation"), abdominal pain lower ("lower abdomen pain"), perineal pain ("perineal pain"), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating/ I always feel preg"), coital bleeding ("pain during sex and bleeding afterwards"), muscle spasms ("cramps all over there body/ muscle cramp"), back pain ("back pain"), ovarian cyst ("cyst on my left ovary"), thyroid cyst ("a cyst on my thyroid"), scar ("scar tissue"), swelling face ("chin swelling"), food allergy ("allery to fruit"), tendonitis ("tendonitis") and sinusitis ("sinus infection"). The patient was treated with surgery (on (B)(6) 2017: hysterectomy(full), salpingectomy(bilateral removalof fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, mood swings, dry skin, blister, migraine, tooth disorder, dysmenorrhoea, dyspareunia, allergy to metals, vaginal discharge, fatigue, weight increased, abdominal pain lower, vaginal haemorrhage, menorrhagia, rash, headache, abdominal pain, perineal pain, genital haemorrhage, abdominal distension, coital bleeding, muscle spasms, back pain, ovarian cyst, thyroid cyst, scar, swelling face, food allergy, tendonitis and sinusitis outcome was unknown, the pelvic pain had resolved and the vision blurred, alopecia and inflammation was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, blister, coital bleeding, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, food allergy, genital haemorrhage, headache, inflammation, menorrhagia, migraine, mood swings, muscle spasms, ovarian cyst, pelvic pain, perineal pain, rash, scar, sinusitis, swelling face, tendonitis, thyroid cyst, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: insertion detail: eight coils were visualized on the outside. * current weight 222 lbs. Approximate weight at the time of essure placement 180 lbs. Discrepancy noted as per pfs: insertion date: (B)(6) 2009. As per the patient's social media post, she states that her essure was put in (B)(6) 2009 diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2010: results: perforation (uterus) right essure coil seen in right side of myometrium of uterus, left essure is seen primarily in tube. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Concerning the injuries reported in this case, the following ones were added from social media: genital haemorrhage , coital bleeding, abdominal distension, genital haemorrhage, muscle spasms, infection, back pain, ovarian cyst, thyroid cyst, scar, swelling. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media content received : event added- sinusitis. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterus / perforation (uterus)') and genital haemorrhage ('bleeding') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity (not recovered prior to essure). On (B)(6) 2017, surgical pathological report: gross description: the right fimbriated fallopian tube has an approximate length of 5.3 cm and a diameter that ranges from 0.3 to 0.6 cm. The external surface is purple-gray and diffusely roughened. Sectioning reveals an indwelling metallic coiled device having an approximate length of 2.2 cm and a diameter of 0.1 cm. This device appears intact. There is no identifying description present. Further sectioning reveals a thin-walled, clear fluid-filled paratubal cyst approximately 1.5 cm in greatest dimension. This cyst has a smooth lining with no obvious excrescences identified.on (B)(6) 2017, surgical pathological report: gross description: the right fimbriated fallopian tube has an approximate length of 5.3 cm and a diameter that ranges from 0.3 to 0.6 cm. The external surface is purple-gray and diffusely roughened. Sectioning reveals an indwelling metallic coiled device having an approximate length of 2.2 cm and a diameter of 0.1 cm. This device appears intact. There is no identifying description present. Further sectioning reveals a thin-walled, clear fluid-filled paratubal cyst approximately 1.5 cm in greatest dimension. This cyst has a smooth lining with no obvious excrescences identified. Essure confirmation tes: total bilateral occlusion. As per reporter, the healthcare provider "said that both of my tubes had been blocked by the springs and it was successful.". Concurrent conditions included keloid scar, thyroid nodule, bronchitis, rash, anxiety, gerd, tension headache, myocardial infarction, menorrhagia, asthma, drug abuse, tobacco abuse, anxiety, upper respiratory infection, leukocytosis (chronic), lumbago, hip dislocation, panic attacks and tension headaches. Concomitant products included azithromycin for sinus infection as well as cefixime (flexeril) since 2016, medroxyprogesterone acetate (provera)(B)(6) 2009 to (B)(6) 2009, progesterone (progestin)(B)(6) 2009 to (B)(6) 2009 and salbutamol since 1992. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy") with infection. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced pelvic pain ("pain / pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced mood swings ("mood swings"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), vision blurred ("vision/eye problems-typeblurry vision"), fatigue ("fatigue"), alopecia ("hair loss"), rash ("rashes or skin conditions- type") and headache ("headaches/migraine") and was found to have weight increased ("weight gain/loss(specify which one) weight gain"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 9 years 5 months after insertion of essure. On an unknown date, the patient experienced dry skin ("patches of dry skin and little fluid filled bumps that randomly appear"), blister ("patches of dry skin and little fluid filled bumps that randomly appear"), inflammation ("full body inflammation"), abdominal pain lower ("lower abdomen pain"), perineal pain ("perineal pain"), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating/ I always feel preg"), coital bleeding ("pain during sex and bleeding afterwards"), muscle spasms ("cramps all over there body"), back pain ("back pain"), ovarian cyst ("cyst on my left ovary"), thyroid cyst ("a cyst on my thyroid"), scar ("scar tissue"), swelling ("chin swelling"), food allergy ("allery to fruit") and tendonitis ("tendonitis"). The patient was treated with surgery (on (B)(6) 2017: hysterectomy(full), salpingectomy(bilateral removalof fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, mood swings, dry skin, blister, migraine, tooth disorder, dysmenorrhoea, dyspareunia, allergy to metals, vaginal discharge, fatigue, weight increased, abdominal pain lower, vaginal haemorrhage, menorrhagia, rash, headache, abdominal pain, perineal pain, genital haemorrhage, abdominal distension, coital bleeding, muscle spasms, back pain, ovarian cyst, thyroid cyst, scar, swelling, food allergy and tendonitis outcome was unknown, the pelvic pain had resolved and the vision blurred, alopecia and inflammation was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, blister, coital bleeding, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, food allergy, genital haemorrhage, headache, inflammation, menorrhagia, migraine, mood swings, muscle spasms, ovarian cyst, pelvic pain, perineal pain, rash, scar, swelling, tendonitis, thyroid cyst, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: insertion detail: eight coils were visualized on the outside. * current weight 222 lbs. Approximate weight at the time of essure placement 180 lbs. Discrepancy noted as per pfs: insertion date: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2010: results: perforation (uterus) right essure coil seen in right side of myometrium of uterus, left essure is seen primarily in tube. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Concerning the injuries reported in this case, the following ones were added from social media: genital haemorrhage , coital bleeding, abdominal distension, genital haemorrhage, muscle spasms, infection, back pain, ovarian cyst, thyroid cyst, scar, swelling. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs & social media received. Events: bleeding, pain during sex and bleeding afterwards, bloating/ I always feel preg, bleeding, cramps all over there body, infection, back pain, cyst on my left ovary, a cyst on my thyroid, scar tissue, chin swelling added from social media. Concomitant drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: uterus / perforation (uterus)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity (not recovered prior to essure). Concurrent conditions included keloid scar, thyroid nodule, bronchitis, rash, anxiety, gerd, tension headache, myocardial infarction, menorrhagia, asthma, drug abuse, tobacco abuse, anxiety, upper respiratory infection and leukocytosis (chronic). Concomitant products included azithromycin for sinus infection. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain ("pain / pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), vision blurred ("blurry vision"), fatigue ("fatigue"), alopecia ("hair loss"), weight increased ("weight gain"), rash ("rashes or skin conditions- type") and headache ("headaches"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced mood swings ("mood swings"), dry skin ("patches of dry skin and little fluid filled bumps that randomly appear"), blister ("patches of dry skin and little fluid filled bumps that randomly appear"), inflammation ("full body inflammation") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, mood swings, dry skin, blister, migraine, tooth disorder, dysmenorrhoea, dyspareunia, allergy to metals, vaginal discharge, fatigue, abdominal pain lower, vaginal haemorrhage, menorrhagia, rash and headache outcome was unknown, the pelvic pain had resolved and the vision blurred, alopecia and inflammation was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, blister, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, inflammation, menorrhagia, migraine, mood swings, pelvic pain, rash, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: insertion detail: eight coils were visualized on the outside. Diagnostic results: current weight (B)(6). Approximate weight at the time of essure placement (B)(6). Essure confirmation tes: total bilateral occlusion. As per reporter, the healthcare provider "said that both of my tubes had been blocked by the springs and it was successful." On (B)(6) 2017, surgical pathological report: gross description: the right fimbriated fallopian tube has an approximate length of 5.3 cm and a diameter that ranges from 0.3 to 0.6 cm. The external surface is purple-gray and diffusely roughened. Sectioning reveals an indwelling metallic coiled device having an approximate length of 2.2 cm and a diameter of 0.1 cm. This device appears intact. There is no identifying description present. Further sectioning reveals a thin-walled, clear fluid-filled paratubal cyst approximately 1.5 cm in greatest dimension. This cyst has a smooth lining with no obvious excrescences identified. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Most recent follow-up information incorporated above includes: on 3-oct-2018: pfs received. Date of insertion updated. Added event abnormal bleeding (vaginal), abnormal bleeding ( menorrhagia), rash. Updated onset date. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery to remove the essure implant on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.